Event description:
It was reported that during incoming inspection "found stain on package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received 6 unused i.d. 4.0 mm, catalog number: 61130040 endotracheal plain tubes fitted with pp connectors of corresponding sizes 4.0 mm and tubes marked as per (B)(4) specification with work order (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: one unit showed no sign of foreign substance in package, where as one unit was confirmed for foreign substance in package; one unit confirmed for stain on product; two units confirmed for stain on package; one unit confirmed for broken product, where as one unit showed no sign of product broken. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that four out of six units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.